Event description:
Coseal (4ml) utilized on patient within the past 3 weeks for hemostasis and lymphatic sealing intra-op following breast lumpectomy for cancer removal. Patient developed an infection and required antibiotics with possible aspiration.

Manufacturer narrative:
Baxter medical director assessment: october 3, 2006: this is an off-label use of coseal. Coseal is indicated for use in sealing suture lines along arterial and venous reconstructions and in the EU and australia in patients undergoing cardiac surgery to prevent or reduce the incidence, severity and extent of post surgical adhesion formation. The product is inappropriate for intraoperative hemostasis and lymphatic sealing following breast lumpectomy for cancer removal. Reason for this is that the peg formulation requires a totally dry surface of application, which is not the case in large oozing vascular and lymphatic surfaces. Given the antiadhesive (barrier) properties of coseal, it also will prevent tissue adherence and local healing. These are factors that in conjunction with a possible surgical contamination may contribute to infection, even if the product itself is sterile, non-contaminated. Investigation of lot number to screen similar infection cases within the same lot number would be helpful. Since this is a misuse of the product, customer retraining is recommended (already implemented by us medical affairs, rn) discussed approved indication and barrier properties of coseal. Surgeon states that she utilizes coseal on her bowel anastomosis procedures and felt it would work well in this application as well. She questioned whether tisseel is a better product for this application (s/p breast lumpectomy). Discussed on-label indications and properties of tisseel and that this would be an off-label application. Offered her papers and my willingness to work with her should she decide to utilize tisseel.